Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1049092.

Event description:
Consumer reports when using the coude tip catheters he was provided by our team (B)(4), he ended up in the hospital on (B)(6) stating the catheter tore his skin. Consumer further reported "something about o2 in the hospital and how it ¿grew his balls compared to his small penis¿. Based on limited information provided, it is unclear which catheter the end user was using at the time he was hospitalized.